Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt began treatment for the peritonitis with injection (inj). Reflin, 1gm and inj. Fortum, 1 gm (frequencies and routes not reported). The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.